Manufacturer narrative:
The customer has not yet provided the date of death. This information will be provided if and when made available. The oxygenator (B)(6) was assembled into a customized perfusion tubing system that is not distributed in the USA, but the oxygenator is similar to the (B)(6) device (B)(4), which is distributed in the USA (510(k) number: (B)(6)). Sorin (B)(4) manufactures the (B)(6) oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin (B)(4). Sorin (B)(4) received a report that, during an ECMO procedure, blood was noticed in the water lines of the heater-cooler. The (B)(6) oxygenator was changed out and the procedure was completed without further issue. On (B)(6) 2016, sorin (B)(4) was notified that the patient had expired. The medical team at the hospital reported that they do not believe a relationship exists between the oxygenator leak and the patient death. The investigation is on going. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin (B)(4) received a report that, during an ECMO procedure, blood was noticed in the water lines of the heater-cooler. The (B)(6) oxygenator was changed out and the procedure was completed without further issue. On (B)(6) 2016, sorin (B)(4) was notified that the patient had expired. The medical team at the hospital reported that they do not believe a relationship exists between the oxygenator leak and the patient death.

Manufacturer narrative:
Unique identifier (UDI) number: (B)(4). Sorin group (B)(4) manufactures the dideco eos ECMO oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, during an ECMO procedure, blood was noticed in the water lines of the heater-cooler. The dideco eos oxygenator was changed out and the procedure was completed without further issue. On april 12th, 2016, sorin group (B)(4) was notified that the patient had expired. The medical team at the hospital reported that they do not believe a relationship exists between the oxygenator leak and the patient death. The patient death date was requested from the customer, but has not been provided to sorin group (B)(4). The involved unit was returned to sorin group (B)(4) for further investigation. The device was leak tested and, which confirmed the reported issue. The heat exchanger of the returned oxygenator was disassembled and the stainless steel membrane was inspected with secondary electron (se) imaging and back scattered electron analysis. The se imaging confirmed the presence of a hole in the stainless steel membrane. Corrosion and material deposit was observed in the immediate proximity of the hole. The results of higher resolution imaging suggest that the material was chemically attacked. The back scattered electron analysis identified the deposit around the hole to contain iron oxides. Traces of other elements not originating from the stainless steel were also identified. Due to the results of the investigation, sorin group (B)(4) has concluded that the most probable cause of the hole formation and subsequent leak was long exposure of the stainless steel membrane to corrosive chemicals. The DHR of the returned unit and relevant subassembly were reviewed. No deviation or non-conformities relevant to the reported failure were identified. The frequency of occurrence for this type of event is very low (0.002%). Sorin group (B)(4) will continue to monitor the market for this type of issue.